Event description:
Patient was implanted with a heartmate ii lvas on (B)(6) 2015. Patient was follow in vad clinic where it was noted that the ldh was slowly increasing. Patient was admitted to the hospital on (B)(6) 2015 due concerns of hemolysis related to an elevated ldh. Patient was started on bivalirudin to assist in lowering the ldh. Test performed. Results monitored which revealed migration of the inflow cannula abutting the lv wall causing vt and decreasing flow through the lvad. On (B)(6) 2015 the patient was taken the operating room where the inflow cannula was repositioned using a teflon bolster. Surgery went well and the patient is recovering.